Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed loss of capture on implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient was in stable condition.